Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have a broken main tube approximately 27.36mm from the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage. The complaint regarding the damaged tip was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the large needle driver was damaged and they were unable to remove the cannula. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument arm and trocar were removed as one from the patient. The instrument arm was in pieces outside of the patient on the back table. The instrument arm couldn't be removed from the trocar. Jaws wouldn't close. Fragments were outside the patient. No port site wasn't increased. The instrument was inspected prior to use with no damage noted. No collisions noted from staff.